Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a "drop" in r waves was noted on the right ventricular (rv) lead during the implant procedure. It was noted the issue may have been related to the patient's anatomy. The lead was attempted / not used and replaced. No patient complications have been reported as a result of this event.